Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the issues was that the patient was recently re-implanted. No actions/interventions were taken. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had had 2 accidents of fecal incontinence since they were implanted. Patient stated they had increased the setting a little bit, however that didn't help, so they attempted to increase higher. They stated the stimulation was uncomfortable, so they decreased the setting to a more comfortable level. Patient had called their healthcare provider and was redirected to the manufacturer. Patient had access to the patient programmer. The option to change programs was reviewed and help to do so was offered. The patient reported they knew how to do it. Patient was going to switch programs and keep track of results to provide an update at their follow-up appointment, which was scheduled for the next week. Patient reported this was a sudden change in therapy/symptoms. They reported some time after implant they had 2 incidents of fecal incontinence and stimulation was too strong if they increased it any higher. No further complications were reported or anticipated.